Event description:
A letter was received in our europe office from a vns treating physician reporting that they had explanted a vns patient's vns system related to chest/thorax pain in upper left body. The pain occurred when generator was at .75 ma output current. The explanted product is at the manufacture pending completion of product analysis. Good faith attempts are underway for further details about the reported event.